Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button keypad (tactile changes/unresponsive) issue. It was reported that the up arrow keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 12/02/2013 device evaluation:the device has been returned and evaluated by product analysis on 11/20/2013 with the following findings:the keypad was observed to be torn across the top of the ok button. The keypad was peeling/lifting, exposing the button contacts. During testing, the up arrow, down arrow and ok buttons were unresponsive. The contrast button responded appropriately. The ok button contact was inverted with corrosion observed under the button contact. There was contamination/corrosion found under all of the key contacts. Unrelated to the complaint, evaluation revealed the text on the display screen was dim/faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.